Manufacturer narrative:
The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, functional and clear passage testing were performed with no issues noted. The product met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred sometime in (B)(6) 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink medication set. The flow issue was at the spike, despite proper priming. This occurred during therapy. The nurse adjusted the setup and was able to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.